Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a catheter revision in (B)(6) 2013. The patient wanted to know why the catheter keeps falling out. Per the patient it goes down from t6 down to l4. The patient reported they were not getting medications when the catheter migrates. The reporter indicated the physician supposedly used anchors to secure the catheter. As of the date of the report, the patient¿s doctor referred her to another doctor to address the catheter issues. The pump was used to deliver lioresal. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information was received and it was reported that the patient experienced worsening ms (multiple sclerosis) symptoms. The catheter pulled out; the distal catheter was in the subcutaneous space.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n106535008, implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).